Event description:
It was reported that when using the bd pyxis¿ es server patient admission was not showing on server. The customer reported that adt interface messages sent from the ehr with the unit code shopm were not creating patient visits on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all patient admission for 1 unit was not showing on server. A technical support specialist (tss) confirmed that messages were being received and processed normally, and stations were communicating properly with the server. It was found that the messages were failing to process because the facility code umopm did not exist, producing the error: cannot process modify patient/encounter because the assigned facility with code umopm was not found. The tss confirmed that there was no facility with this code and that the correct code for sparrow hospital was main. The interface settings were updated so that umoph would be converted to main. The patient message was resent, and the patient appeared correctly in sparrow hospital. Future facilities processed with umoph will be converted automatically. Visits checked in today were confirmed to be appearing on the server as expected. This case was closed. The system functioned as intended after the technical support specialist troubleshot the device.